Event description:
Five patients affected -only 1 hospitalized- after possible burns noted inside colons during colonoscopies. Unknown cause at this time as devices all appear to be functioning well with no evidence of overheating. Facilities management also validated the electrical environment in the room. Olympus is assisting us in investigating the light source and video processor. Custom ultrasonics is checking scope washers -one scope cleaning system -bay 2 of system 3 -cn: was softer -lower power - at or just below spec- than the rest. We don't know what caused the assumed burns -whether it's from any chemical or any device-. We are continuing our investigation.